Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy or its employees that the report constitutes an admission that the device, depuy , or its employees caused or contributed to the potential event described in this report. Additional information and correction: additional information was received on 7/20/2019 from the reporter. The reporter stated there was no additional information regarding the event as the surgical reports cannot be reached. In addition, the reporter clarified that a mistake was made in the publication, and while different and various commercial anterior cruciate ligament repair products were used for each patient included in the study, intrafix was incorrectly written in the publication. The reporter stated this error was reported to the journal editor and the correction will be written in the journal. In the correction, "intrafix" will be removed from the text. Therefore, it was clarified that intrafix was not involved in this event. As intrafix was not involved in the event, no additional reports will be submitted for this event.

Manufacturer narrative:
This report is for an unknown bio-intrafix. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article on (12/6/2019): levent ediz, et al. (2011) "a randomized controlled trial of electrostimulation effects on effusion, swelling and pain recovery after anterior cruciate ligament reconstruction: a pilot study" clinical rehabilitation 26(5):pages 413-22, (turkey). The study emphasizes on evaluation of rehabilitation results of electrostimulation especially on joint effusion, swelling and pain recovery after anterior cruciate ligament reconstruction. It was a randomized controlled trial in which assessor was not blinded to the group allocation. The patients evaluated on course of this study: total 29 out of 46 patients were enrolled into the study. Others (17) were excluded as they were not satisfying the inclusion criteria. Enrolled patients were divided into two groups ¿a¿ (only exercises for six weeks post-surgery, n=14) and ¿b¿ (received exercises along with electrical stimulation for six weeks postoperatively, n=15) .three patients (2 from group b, 1 from group a) were excluded due to lost to follow-up or emigrated. Revision surgery, posterior or collateral instabilities larger than grade I, as well as osteoarthritis larger than grade I, with meniscus lesions requiring surgical intervention were defined as exclusion criteria.. The article describes the following procedure: all patients underwent non-anatomical single bundle anterior cruciate ligament reconstruction using four-stranded autogenous hamstring tendon fixed with intrafix in the tibial tunnel. Each patient was examined on the first, seventh and 14th days, in the eighth and 12th week and six months after surgery. Physical examination focused on effusion-swelling, pain assessment, extension deficit, range of motion and thigh atrophy the devices involved were intrafix and was used for fixing of hamstring tendons in the tibial tunnel respectively. Complications mentioned in the article were: revision surgery for 2 patients. Osteoarthritis for 3 patients. Instabilities for 3 patients.